Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was intermittently hot to the touch when charging despite being in room-temperature conditions. Additionally, the pump intermittently shut down unexpectedly while charging. The customer¿s blood glucose was 220(mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified. Additionally, the alleged unexpected shut down issue was verified in the pump logs, however, no failure was detected.